Event description:
It was reported the incident occurred in the intensive care unit. The rn entered the pts room to access the catheter site and found one of the lumens of the triple lumen PICC had broken and was laying on the bedside table. Someone had clamped the catheter and taped the open pigtail. As a result, the catheter was removed and was discontinued. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.